Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had reached normal elective replacement indicator (eri). However, at the time of the replacement procedure the device was unable to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.